Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "don't defrost (intermittent with increased frequency)". (B)(4).

Manufacturer narrative:
(B)(4). *investigation x-inspect returned samples *analysis and findings distribution history: this complaint unit was manufactured at csi in 2007. Manufacturing record review: a review of the device history record could not be performed at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meet all specifications. Should the device history record be located, this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Most are for older units that have end user handling errors. Product receipt: the complaint unit was returned on a repair. However, based on log 93145, this unit was at csi on 10/23/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. This unit also arrived with the tips which date back to 1987 and had extension physical degradation due to use and age. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit did not defrost properly. The pulse assembly was contaminated with cleaning solution residue. Root cause: the root cause of this issue has been attributed to end user error. The tips are cleaned in a cold soak and when not properly dried out the remaining moisture inside the tips are pushed out into the pulse assembly where is accumulates to impair proper function. Tips are supplied with plugs to prevent entry of cleaning liquid. The end user was not using them for the pulse assembly to be exposed to cold soaking solution used on tips. *correction and/or corrective action the unit was repaired, teste to specifications and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Customer stated "don't defrost (intermittent with increased frequency)" reference repair order #93145 ref: (B)(4).